Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet was not charging reliably; the patient¿s caregiver observed the battery at 56 percent and noted that when the ilet was placed on an apple charging pad the green battery indicator appeared to fill but charging stopped after a period, and the original ilet charging pad was damaged and no longer illuminated, implicating a battery charger component issue consistent with a fracture-type device problem in the charger. No clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed a charger-related problem consistent with a fracture issue in the battery charger component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.